Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3, h6 codes (investigation types, findings, conclusion), h11. A getinge field service engineer (fse) checked the machine has message because battery maintenance is past the 6 month test cycle. This will be checked during the pm, batteries have been ordered to be replaced as well. Repair service order is not needed.

Event description:
It was reported that the cs300 intra-aortic balloon pump ( iabp) battery was not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.